Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to right buttock/pelvic pain, symptomatic rectocele, cystocele, sui, and pelvic adhesions; concurrent procedure- lysis of adhesions and fulguration of probable endometriosis. It was reported that the patient had surgical procedure in 2012-replaced breast implants and cholecystectomy. It was reported that in (B)(6) 2013, the patient underwent additional surgery for sphincterectomy and hemorrhoidectomy. It was reported that the patient underwent mesh revision/removal.

Manufacturer narrative:
Date sent to the FDA: 02/06/2014. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.